Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom on (B)(6) 2016, on behalf of the patient, to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.